Event description:
Staff providing medical report confirming diagnostic test by MRI which showed "lesion measuring 10mm which is felt to be benign." Physician confirms capsular contracture baker grade IV. Device has been explanted and replaced. This relates to the left device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.